Manufacturer narrative:
Merge healthcare is further investigating the allegation from the customer to determine if any corrections or corrective actions are necessary.

Event description:
Merge unity pacs a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. A merge unity pacs administrator reports that an exam report done on (B)(6) 2016 shows as not available when they attempt to view the report. There is a 'report save' event in the audit trail. The exam in question was part of an exam that was split after acquisition. There was no evidence in the logs of the reading station that show the report was actually saved. With merge unity pacs not operating as expected there is a potential for a delay in treatment in diagnosis or treatment that may lead to harm however, the customer has not alleged any harm. (B)(4).

Manufacturer narrative:
Exam was opened on the dominator reading station and no evidence existed that a report was saved. The exam was split out from another, there is a possibility this was a result of work flow from the reading physician. Pacs admin did go over the work flow with the physician as a precaution when reading exams that are split into two separate exams. Site software was upgraded from (B)(4) on 1/21/2017. The exam was available for review at all times, and the report was re-read by the physician. No further evaluation/investigation will be performed regarding this incident.